Event description:
Healthcare professional reported a left side "acute capsular contracture baker grade iii, 3 months after primary augmentation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported, a left side "acute capsular contracture, baker grade iii. 3 months, after primary augmentation". Healthcare professional, later confirmed, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases were observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional, later confirmed, baker grade IV. Device has been explanted and replaced.